Manufacturer narrative:
The log files from the customer did not contain information for when the problem occurred. The log files did contain recent evidence of the customer enabling demographics, presumably to correct the misidentified sample, and the disabling the demographics. Seeing this in the log file allowed the engineers to understand that demographics were disabled when the event occurred. Also, by reading the log file they knew that host query was used. The siemens engineers then reproduced the failure by adding patient demographics to rapidcomm, connecting an rp500 to rapidcomm, enabling host query, and disabling last name and first name on the analyzer. They scanned patient ID 1 at the analysis screen and then patient ID 2 at the demographics screen. The resulting printout confirmed the customer's complaint. Investigations determined that when all the following steps occur there is a potential for the first and/or last name of one patient to be printed with patient ID and result data from a different patient, even though those fields have been turned off for the system. The blood gas analyzer is configured with the patient demographics (last name, first name) turned off, and the rapid sample identification option (host query used to retrieve these patient demographics fields from data management systems) is turned on. An incorrect patient ID barcode is scanned at the analysis screen prior to the sample being analyzed; i.e., it is not the barcode for the patient sample being tested. The incorrect patient ID and last name displayed at the analysis screen are not confirmed and corrected. The sample is analyzed and the correct patient ID is scanned or entered at the demographics screen by the operator. The patient ID and patient test result data, however, are correct on the analyzer screen and the lis. Only the printout may contain the incorrect first or last name data, which should not have been printed because those fields were turned off in setup. Siemens is in process of issuing an urgent field safety notice (poc 16-021.a.us-ous) to inform all siemens affected customers regarding the issue and steps need to be taken to avoid the issue.

Manufacturer narrative:
The root cause of the issue is unknown at this moment. Siemens is in process of evaluating the issue.

Event description:
When the customer ran the sample of the patient (B)(6) at 11h16 and 12h29, the patient ID was correct ((B)(6)) but the name of the patient didn't match. It was printed ch****** c***** instead of (B)(6). There was no report of injury due to this event.